Event description:
It has been reported that intra-cranial pressure (icp) fiberoptic readings were negative when the head of bed (hob) was at 30 degrees. When the hob was flat, the readings ranged from 9 to 11 with a good waveform. No revision was required, and the catheter remained inserted for 2 days.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.